Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "broached to an accolade size 4.5 132 degrees. Broach sat flush with cut maybe 1 mm proud. Went to put in real stem and the real stem sat approx 1cm proud. Had back up stems available and opened a second stem the same size and the stem sat more in line with broach."